Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed top case was chipped, the battery door and plunger case were cracked. Functional testing involved occlusion testing. The reported issue was duplicated during the investigation. The investigation determined that normal wear of the stepper motor, worm gear and worm coupling was the cause of the reported issue. It was noted that the parts were fourteen (14) years old. The stepper motor, worm gear and worm coupling were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
It was reported that a smiths medical pump displayed motor rate error. No adverse patient effects were reported.